Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaint could not be confirmed and root cause is undetermined.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not completely retract during use while placing a peripheral venous line, sticking "about 2 mm" out of the device and causing a dirty needle stick injury. However, no medical intervention was reported to date. The following information was provided by the initial reporter, translated from french to english: "when placing a peripheral venous line with a secure needle (retractable), the needle did not fully retract (about 2 mm out of the device) and the nuerse got stuck with a dirty needle."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not completely retract during use while placing a peripheral venous line, sticking "about 2 mm" out of the device and causing a dirty needle stick injury. However, no medical intervention was reported to date. The following information was provided by the initial reporter, translated from french to english: "when placing a peripheral venous line with a secure needle (retractable), the needle did not fully retract (about 2 mm out of the device) and the nuerse got stuck with a dirty needle."